Event description:
It was reported that a customer's blood glucose level displayed as "low" due to an issue. The impact on the customer's blood glucose level was not specified with an exact value, but it was addressed. The customer consumed glucose tablets to address the low blood glucose level, and cts provided assistance in updating various settings including carb ratio, basal rate, correction factor, and target blood glucose as desired. Cts advised the customer to consult with their healthcare provider after making these updates. There was no need for third-party assistance, and a follow-up confirmed no further technical support was required.